Event description:
Patient brought to ed (B)(6) 2005: at 1422, pt had abn pacemaker rhythm decreased in rate and capture continue to monitor pacer, then 10 second pause with pacer spikes no capture, pt asymptomatic, reported to dr. (B)(6) then also called st. Jude pacer company. At 1530, rep from st. Jude addressed the pacer issue, corrected the pacer. Updated nurse about the problem with equipment failure. Technician stated "software problem". Furthermore, emergency medical services says that he had a nonsyncopal fall, but the triage note says that he had syncope, and the pt says that he blacked out momentarily. His wife said maybe his eyes rolled back, but he does not remember them. He thinks that he was out for several seconds. He was just getting out of a chair in his kitchen when this event happened. Pt says pacer implanted at (B)(6) hospital, 4-6 years ago.